Event description:
On (B)(6) 2012, it was reported that high impedance was observed during a clinical visit that day. The physician reported that there was not any patient manipulation or trauma that could have caused or contributed to the high impedance. The results of the system diagnostics test showed output=low/lead impedance=high/impedance value>=10000ohms. The patient's programming history was reviewed and on (B)(6) 2012 a system diagnostics test showed high impedance; output=ok/lead impedance=high/impedance value=7642ohms. A second system diagnostics test was performed that same day which showed results within normal limits of output=ok/lead impedance=ok/impedance value=3598ohms. The patient was seen again on (B)(6) 2012 and diagnostics again showed results within normal limits. X-rays were received dated (B)(6) 2012. Based on the x-ray images provided, no cause for the report of high impedance could be found. However, due to the contrast of the x-rays the presence of a lead fracture and whether the lead pin was full inserted could not be assessed. The patient underwent surgery on (B)(6) 2012. The surgeon re-inserted the lead pin and results were within normal limits; impedance value was approximately 3000ohms. Therefore the generator and lead were left implanted.

Event description:
Programming history was received on (B)(6) 2012 which shows high impedance was first observed on (B)(6) 2012.

Manufacturer narrative:
Manufacturer reviewed x-rays of implanted device. Analysis of programming history. X-rays reviewed by the manufacturer, could not assess whether the lead pin was fully inserted due to contrast of the x-rays.